Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk implantable cardioverter defibrillator (ICD), (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2004; 6947 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the two myocardial left ventricular (lv) leads had high thresholds. The leads were capped and replaced by a chronic lead. No patient complications have been reported as a result of this event.